Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was difficult to place the leadless implantable pulse generator (ipg) during implantation procedure. It was also reported that high thresholds were observed on ipg after deployment. It was also reported that the loss of capture was reported after implantation procedure was completed. It was also reported that increasing and variable thresholds were observed after implantation procedure. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.